Event description:
Caller reported that occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. On (B)(6) 2025, the customer went to the emergency room (ER) with a blood glucose (bg) level between 500 and 600 mg/dl with high ketones. Ketone levels were identified as life threatening by their health care provider. Elevated bg was addressed by manual insulin injection. Customer was treated in the ER with intravenous fluids of saline and insulin. Customer was discharged the next day with the issue resolved and no permanent damage. Tandem technical support performed a system check and the pump is functioning as intended.